Event description:
It was reported that the patient with this pacemaker was not able to connect with the communicator. It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services have not been contacted, and the patient was referred to the heath care facility for further evaluation. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.